Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise without issue. The reported difficult to remove from the anatomy and the poor image resolution could not be replicated in a testing environment as these were related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on this information, a cause for the reported difficult gripper actuation cannot be determined. The reported difficult to remove from anatomy was due to procedural conditions as the anterior leaflet got stuck on one of the grippers. Anatomical challenges (posterior flail) influenced the reported poor image resolution. The reported tissue damage was a cascading effect of the reported difficult to remove from the anatomy and the reported difficult gripper actuation issue; therefore, due to procedural conditions as troubleshooting attempts were made to disengage the anterior leaflet from the gripper. Tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue and tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted the patient had a posterior flail which resulted in challenging imaging. An attempt was made to advance the clip delivery system (cds) below the valve; however, the anterior leaflet became stuck on one of the grippers. An attempt to cycle the grippers was made and around the third cycle, the anterior gripper (one with the tactile marker) would not lower. Troubleshooting was performed but the gripper was still unable to lower. The clip was able to detach from the leaflets, but a new flail on the posterior leaflet was observed. The physician decided to remove and replace the cds. Two clips were deployed successfully, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.